Event description:
Patient was scheduled for a transurethral resection of prostate. During the procedure the olympus machine/generator (#[redacted]) was malfunctioning. The screen would have static and turn black each time the cautery instrument was activated for resection of the tissue.